Event description:
It was reported that balloon rupture occurred. The target lesion was located in a arteriovenous internal fistula of the left upper extremity. A 6.0 x40, 75cm gladiator elite was advanced for dilatation. However, on initial inflation at less working pressure for few seconds, the balloon failed to inflate and when it was retrieved the balloon was found ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.